Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a weak battery alert and the battery was changed only 2 days prior. The same thing happened 1 or 2 weeks ago. It was stated that the insulin pump is off and does not respond. Customer was advised to remove the battery, clean the battery cap and insert new battery; the display returned but then it turned off again. Blood glucose value is 108 mg/dl. Nothing further reported.